Event description:
The customer obtained false postive total beta-hcg results of 35.3 and 33.2 mlu/ml on a serum sample from a patient whose corresponding heparin plasma sample results were 3.18 and 3.95 mlu/ml. There was no report of patient harm as result of this event.